Manufacturer narrative:
Stimwave initiated (B)(4) to return the device for investigation. The device history record was reviewed, and no non-conformances or issues which could have led to the failure of the device were identified. The device has not yet been received by stimwave for investigation. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement of stimulator too near to the nerve, not following IFU during activation of stimulator, improper waa programming parameters, the shocking sensation felt by the patient could be electrical sensation/paraesthesia stimulator migration.

Event description:
On (B)(6) 2020, stimwave received a complaint in which the patient had reported to the clinical representative occasional shocks through certain program settings.

Manufacturer narrative:
Stimwave initiated RMA-2497 to return the device for investigation. The device history record was reviewed, and no non-conformances or issues which could have led to the failure of the device were identified. The device has not yet been received by stimwave for investigation. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement of stimulator too near to the nerve. Not following IFU during activation of stimulator. Improper waa programming parameters. The shocking sensation felt by the patient could be electrical sensation/paraesthesia. Stimulator migration. Update to initial report 04/19/2021: dosage time has not been programmed, the dose setting generates continuous pulses. This is most likely the reason the patient relates a "shocking" sensation. The root cause is attributed to user error. There's also evidence of pa damage, indicated by the low power level at max index setting.

Event description:
On december 14, 2020, stimwave received a complaint in which the patient had reported to the clinical representative occasional shocks through certain program settings.